Manufacturer narrative:
Corrected data: b5. Additional data: d6b, h4.

Event description:
It was reported that approximately four months post-operatively a patient was revised to address the fracture of a denali polyaxial screw.

Manufacturer narrative:
Stryker was provided with two possible catalogue / lot numbers for the fractured device: 101-06545 / hufu or 101-06540 / fdkw. If we receive additional clarifying information, the catalogue / lot number will be corrected in our next report. H3 other text : device location unknown.

Event description:
It was reported that a denali polyaxial screw fractured several months after implantation. Revision status is unknown.